Event description:
The customer complained that the siderail would not latch in the raised position.

Manufacturer narrative:
The technician replaced a missing bolt in the siderail latch, and tightened the siderail hardware. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.